Event description:
Healthcare professional reported right side "prostheses removed with capsulectomy" with "small white spatter spots of lime" (not device related). Healthcare professional later reported "removal of prostheses, right completely broken with liquid yellow contents." Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: autoimmune/connective tissue disorders-ndr: unable to observe as it is not related to the device. Rupture: observed broken assessed as surgical impact opening (shell thickness within specification). Additional observations: observed stress marks on the device. No further actions are required since no manufacturing issue is observed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "prostheses removed with capsulectomy" with "small white spatter spots of lime" (not device related). Healthcare professional later reported "removal of prostheses, right completely broken with liquid yellow contents." This record relates to the right side. Device has been explanted.